Manufacturer narrative:
The expiration date included in the previous report was communicated inadvertently. There was no patient involved in this event. The PMA# provided in the previous report is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a ¿red battery and continuous alarm¿ was not confirmed. Multiple requests for additional information were made to determine if the power module (serial number: (B)(6)) would be returned for evaluation; however, no response was received. It was reported that the alarm did not resolve after the backup battery was reseated and the power module was disconnected and reconnected to power. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 19may2017. Heartmate 3 instructions for use (IFU) section 5, entitled ¿alarms and troubleshooting¿, cover all of the power module alarms, including the low battery hazard alarm conditions, under the subsection ¿handling power module alarms¿. This section also instructs the user on how to resolve the alarms. Heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, describes how to care for and clean all equipment, including the power module. Section f, entitled ¿safety checklists¿, instructs the user to schedule a power module inspection and cleaning with abbott trained personnel, which includes functional testing, cleaning, inspection, and replacement of the power module backup battery or damaged parts. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the power module showed a red battery and continuous alarm when the unit was plugged in. The alarm persisted after unplugging the unit, removing and replacing the battery.